Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, increased threshold values were observed. The lead was repositioned three times with the same result. Therefore, the lead was not used and replaced and the threshold value was then stable. There were no adverse consequences to the patient.